Manufacturer narrative:
The actual device was received for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition could not be duplicated or confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from canada that during a surgical procedure, it was observed that the console device was "making loud noise and vibrations". According to the report, the alleged malfunction was observed after 15 seconds of use. The reporter could not provide the type of surgery. There was no delay to the surgical procedure as an identical spare device was available for use. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.